Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Atrial lead sensing v events as shown on printouts. Concomitant medical products: 6945-58 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to oversensing on the right atrial (ra) and right ventricular (rv) leads. The rv lead exhibited low pacing impedance, noise, and a high number of short interval counts (sic). Also, the ra lead exhibited oversensing causing inhibition of atrial pacing resulting in pauses, resulting in the patient experiencing dizziness and near syncope feelings. The leads were reprogrammed and a revision is scheduled to replace the leads. No patient complications have been reported as a result of this event.